Manufacturer narrative:
The reported field event of inappropriate therapy was confirmed in the laboratory due to review of egms in the device image. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic after the implantable cardioverter defibrillator (ICD) delivered inappropriate high voltage therapy. The device could not be interrogated in the office. The patient was inappropriately shocked again in the clinic. A magnet was taped on the device and the patient got shocked again with the magnet over the device. The device was explanted and replaced . The patient was in stable condition post-procedure.